Manufacturer narrative:
Inspected three opened/used soft sensors and performed bicarbonate buffer test. One of three failed due to excessive dry blood in the contact pad. The other two sensors also failed per specification due to low readings.

Event description:
It is reported that a customer experienced high blood glucose of 424 mg/dl. The customer was treated for the high blood glucose by taking cortisone. The customer was informed that there could be many reasons for high blood glucose. The customer was complaining that his sensor was not working right. A new sensor was sent out to the customer. The customer called back stating that the issue has not be resolved. The customer was asked to send the sensor back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.